Event description:
It was reported that the ventilator emitted smoke while it was connected to a pt.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.